Manufacturer narrative:
Date of event is estimated. Date of explant was not provided to the manufacturer, but it is estimated to have occurred in 2011. Patient weight was not made available. Attempts were made to obtain complete event and patient information. Further information was not provided. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer numbers: 1627487-2020-03314, 1627487-2020-03315. It was reported the patient experienced ineffective therapy. Programming was unable to resolve the issue. In turn, the patient underwent surgical intervention wherein the system was explanted. Note: since it is not known which device is causing the issue, all possible devices are being reported on.